Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judvf178 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (judvf178) have been reported from the same facility.

Event description:
It was reported that the paper backing on the statlock is folded, making the backing difficult to remove during application to patient. It was stated it caused the nurse to dislodge the patient's central line so that it was no longer central. No patient harm reported.